Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, when stapling the stomach, the device¿s green button blocked, thus it was unable to fire and handle was unable to be squeezed as well. A new stapler was used in order to complete the case. No patient injury.